Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2018 to the upper abdomen, flanks, left bra fat, using cooladvantage applicator coolcore contour, to the lower abdomen using cooladvantage plus, coolcurve, on (B)(6) 2018 to the flank and right bra fat using cooladvantage, coolcurve to the submental using coolmini applicator, on (B)(6) 2018 to the lower abdomen using cooladvantage plus coolcurve who developed paradoxical hyperplasia (pah / ph) four months after treatment, at her follow up appointment on (B)(6) 2018. Pah was diagnosed in the abdomen, flanks, and submental on an unspecified date. The tissue presented larger after treatment.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the upper abdomen, flanks, left bra fat, using cooladvantage applicator coolcore contour, to the lower abdomen using cooladvantage plus, coolcurve, on (B)(6) 2018 to the flank and right bra fat using cooladvantage, coolcurve to the submental using coolmini applicator, on (B)(6) 2018 to the lower abdomen using cooladvantage plus coolcurve who developed paradoxical hyperplasia (pah/ph) four months after treatment, at her follow up appointment on (B)(6) 2018. Pah was diagnosed in the abdomen, flanks, and submental on an unspecified date. The tissue presented larger after treatment.